Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. In addition in situ measurements show two channels with hi status in 2017 due to undetermined reasons. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Further technical checks are planned in september 2021.

Event description:
The user reports that he stopped being able to hear from his cochlear implant around last (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that he stopped being able to hear from his cochlear implant around last march.